Event description:
During procedure, the physician released the stent (subject device) and it migrated (location unk). The physician chose another stent to cover the aneurysm neck; however the second stent had difficulty to release. After several attempts to release the stent, a hemorrhage was noted. The procedure was aborted and the pt underwent surgical clipping instead.

Manufacturer narrative:
This MFR report is related to MFR report #s: 2939204-2009-00897 & 2939204-2009-00899.